Manufacturer narrative:
The report of a low speed and pump stoppage event was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the interruption in pump function could not be conclusively determined. The log file captured a transient low speed/pump stoppage event on (B)(6) 2017, resulting in low speed advisory/hazard alarms. The interruption in pump function occurred while the system was connected to a tethered power source and could be indicative of a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. A small tear in the outer silicone sleeve was observed beneath the rescue tape repair adjacent to the terminus of the distal end bend relief; however, no damage was noted to the underlying clear bionate layer. The metal braided shield appeared unremarkable except for some moderate shield breakdown near the metal connector and the terminus of the distal end bend relief, which appeared consistent with approximately 11 months of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Information provided indicated that no further pump stoppages occurred since the driveline replacement while the system was connected to a grounded patient cable in the hospital; however, the patient was discharged home on (B)(6) 2017 with an ungrounded patient cable as a precaution. The patient remains ongoing on the pump and no additional related events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, during a routine clinic visit, a pump stoppage event that lasted approximately 2 seconds was noted upon lvad interrogation. A low speed operation event that lasted 4 seconds was also noted near the same time. The patient was not aware of the pump stoppage event. There was reportedly no obvious trauma to the driveline or system controller. The system controller log file and x-ray images were submitted and reviewed by the manufacturer's technical services representative. A pump stoppage event was observed on (B)(6) 2017 at 6:51 am while the lvad system was connected to the mobile power unit (mpu). The submitted x-rays were unremarkable. A photo of the external driveline showed the outer silastic jacked had been opened in one area and the driveline shield under the bionate layer showed some damage. The patient was placed on an ungrounded patient cable while on a/c power. On 09jun2017, it was reported that no additional pump stoppage events had occurred. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed by technical services. The maximum length of the external driveline was replaced. No pump stoppage events / alarms have occurred post-driveline repair, including when the lvad system was on a/c power with a grounded patient cable. The patient was discharged home on (B)(6) 2017 with an ungrounded patient cable as a precaution. The patient will continue to be monitored. No additional information was provided.